Event description:
Nine reports of patients with various post-operative injuries, including neuropathies, edema, bruising, petechiae, blisters, and pain. All patients were of various ages, genders, size, and nationalities and had undergone surgical procedures of varying types and lengths. No consistencies were found in anesthesia care providers. All patients recovered from their injuries. Specific information follow: the patient was in supine position and the blood pressure cuff was placed on the right upper extremity. Injuries include petechiae and several small blisters noted under the blood pressure cuff when removed at the end of the case. Vesicles resolved and petechiae improved.